Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify more than two puncture opening on the device, consist in the use of some surgical tool. Based on the device analysis the final assessment is: two puncture opening on posterior assessed to surgical damage like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient concern with product.

Event description:
Healthcare professional reported plug strap separated, caught in capsule. Healthcare professional additionally "bilateral exchange of textured devices due to patient's concern with product". Device has been explanted.